Manufacturer narrative:
The clock start date in the initial MDR was incorrect. The date should have been reported as 10/14/2019 as this is the date we received information of the serious injury, however was reported as 10/10/2019 in error. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the haptic broke. The lens was removed from the eye. During the removal a posterior capsule rupture occurred. Additional information was requested.